Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During use of the device for cardiopulmonary bypass, the air bubble sensor stopped functioning. There was no adverse consequence to a pt as a result of this event.